Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ipg pocket pain. In turn, the patient underwent surgical intervention where the physician moved the ipg to a different location on (B)(6) 2022 to address this issue. Patient is no long experiencing ipg pocket pain.